Event description:
No actual medical records are available, but the home care equipment provider and pt's husband report that: the pt was on a cruise in the caribean and was using the inopen one oxygen concentrator (io) for supplemental oxygen. The pt became sea sick for a couple of days and it also appeared that she was not staying saturated. The pt increased the io flow and the io alarmed for low oxygen. It appears that the pt did not have a backup oxygen supply as instructed in the pt manual. The ship's clinic determined that the pt should be hospitalized. After a few days in hospital, the pt returned home using the io with no further troubles.

Manufacturer narrative:
The io was returned and evaluated. The io was producing oxygen concentration below specification. Io failure analysis determined that compressor performance had degraded and that the molecular sieve had become contaminated. The pt did not appear to have a backup oxygen source available as instructed in the pt's manual. It is possible, but not confirmed that the io may have contributed to this event.